Manufacturer narrative:
(B)(4). Unit received with blank display due to severely broken off battery tube threads/battery compartment not allowing proper contact with battery and battery cap. Unit received with fading serial number label and cracked case at battery tube side. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that there were crack on the back side of the insulin pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.